Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the patient experienced vomiting and blurred vision. A fingerstick test showed a cgm reading of 140 mg/dl, while the blood glucose reading was 568 mg/dl. The patient was brought to the hospital due to diabetic ketoacidosis (dka). At the hospital, the patient received treatment with insulin and zofran. There was no information available regarding the duration of the patient's stay at the hospital. Additionally, there was no documentation of further medical evaluation or intervention. At the time of this report, the patient was doing fine. Attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.